Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending (lad) artery. A non-abbott guidewire was passed through the lesion and a 4.0x18mm stent was deployed. A 5.0x8mm nc trek balloon dilatation catheter was inflated to 12 atmospheres (atm) to post dilate the proximal portion of the stent. The balloon was fully deflated however resistance was met with the anatomy and guiding catheter during removal and during the process the shaft separated. Despite repeated attempts to snare the device, it could not be removed. The patient was transferred to surgery for removal of the balloon. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational context. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty removing the device, separation, unexpected medical intervention and surgical intervention appears to be related to operational context. Return device analysis noted the balloon was bunched proximal from the distal tip. In this case, it is likely that deflation technique and/or insufficient time for the balloon to fully deflate before removing it contributed to the noted bunched balloon and subsequently the reported difficulty removing the device from the anatomy and guiding catheter as this is a bigger size balloon. Additionally, it is likely that the combination of the larger profile of the 5.00 mm balloon and the bunching of the balloon contributed to the resistance met with the patient anatomy and guiding catheter resulting in the reported difficulty removing the balloon dilatation catheter (bdc) and separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.